Event description:
Patient returned for a routine filter removal six months after implant. Pre-removal films demonstrated that half of one filter leg had fractured and detached. The first filter removal attempt failed due to tilting of the filter. Serveral days later, the filter was successfully removed with the use of a wire and a balloon catheter. The detached let remains in the vena cava wall at the original implant site.